Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. They took the scope to another tower, and it works fine. Cleaning the contact points on the scope did not resolve the issue. The user did power down both the devices before trying different scopes and advised the customer that if they want to narrow it down further then swap out the subject device and retry but that is not an option. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that during set up / inspection for use, the subject device displayed a b30 error with multiple scopes. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.